Event description:
The reporter stated that during a posterior cervical spinal surgery using the sierra system, the user attempted to place the locking cap in one screw. The locking cap got "blocked"; it was impossible to screw it down or take it out. The locking cap could not be separated from the screw. Attempting to remove the locking cap extended the procedure by about thirty minutes. The untightened locking cap remains in the pt. The implant was a 4 level construct, with other 5 screws per side, and the problem occurred with one of the central screws.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.